Event description:
A report was received that during a permanent implant procedure after the leads were implanted and were being tested the patient stopped breathing and started exasperating blood. Physician had to flip the patient over and had to resuscitate her. The patient was then turned on her side where they implanted the battery. During testing, various contacts on the lead(s) were out and troubleshooting was unsuccessful. The physician decided to use another ipg and everything worked properly. The patient stayed overnight in the hospital and is doing well.

Manufacturer narrative:
A returned product analysis indicated that the device passed all photographic, visual, electrical and mechanical tests. The complaint of high impedance couldn't be duplicated. Device exhibits normal device characteristics. Additional information received indicated that the physician did not believe that the episode was device related. The patient was reportedly doing fine and receiving good coverage.

Event description:
A report was received that during a permanent implant procedure after the leads were implanted and were being tested the patient stopped breathing and started exasperating blood. Physician had to flip the patient over and had to resuscitate her. The patient was then turned on her side where they implanted the battery. During testing, various contacts on the lead(s) were out and troubleshooting was unsuccessful. The physician decided to use another ipg and everything worked properly. The patient stayed overnight in the hospital and is doing well.